Event description:
The customer stated discrepant bhcg results were generated on the architect i2000sr analyzer. One patient sample generated an initial bhcg result of <1.20 miu/ml. The sample was repeated several times generating the following bhcg results: 21.72 miu/ml, 28.53 miu/ml, 55.91 miu/ml and 55.70 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total bhcg, list (B)(4), that has a similar us product distributed in the us, architect total bhcg, list (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial MDR was filed against architect bhcg, list number 7k78-20, manufacturing site (B)(4) with a similar product manufactured in (B)(4). Upon further investigation, it was determined that the architect i2000sr analyzer was the suspect medical device. The catalog number for this product is list number 3m74-02 with a manufacturing site of (B)(4). The evaluation consisted of a review of the complaint text, a review for similar complaints and a review of the product improvement team metrics. It was determined that the issue is due to a product deficiency where sample probe-specimen carryover occurred due to retention on outside or inside of the probe which is within the predicted frequency of occurrence for this product. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified possible due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
(B)(4). Further evaluation for sample probe specimen to specimen carryover (due to retention on outside or inside of the probe) has determined that this issue is within the predicted frequency of occurrence documented in the respective risk management report. No product deficiency was identified based upon the data available and the results of this evaluation.